Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-13254. It was reported that the patient presented in clinic. Upon review, the right ventricular lead was suspected to have loss of capture. Testing showed the lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2019. Following the advisory for premature battery depletion with the implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically on (B)(6) 2019. The patient was stable.